Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.